Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed selftest. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.